Event description:
Facility had an anti-rollback device installed on a wheelchair in 05 as a demo unit. Facility indicated that device wouldn't allow resident to move backwards. Resident later found with wheelchair tipped over and resident on the floor. After preliminary review of the information received, it appears the event was the result of a tip over. Product was not and is not designed to be an anti-tip device. The facility had been made aware of this information prior to the product being installed on the wheelchair.